Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of a positioning failure or separation failure could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During the surgery, the ventricular leadless pacemaker (lp) moved after fixation. The lp was repositioned and fixated but was unable to separate from the delivery catheter. While troubleshooting, the lp dislodged from the heart wall. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition.